Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. (B)(6).

Event description:
The customer reported that there was no dose (malfunction) for the medicated medicate of chloroclide. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported

Manufacturer narrative:
A philips remote service engineer (rse) remotely connected and determined that a new drug was added to the host integration server (his) system and new unit of measurement was used, and the intellispace critical care and anesthesia (icca) system did not receive data for new drugs correctly. The rse modified the integration program of icca system and his system. The investigation concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.